Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with device use, however the issue did not resolve; subsequently the device was explanted on (B)(6) 2016. The patient was re-implanted with a new device during the same surgery.